Event description:
It was reported that two days post implant, the patient presented to the emergency room due to feeling lightheaded and dizzy. The right ventricular lead exhibited loss of capture even at high output. The lead was repositioned but four days later, the patient returned to the emergency room with the same symptoms. The capture threshold was at 3.75 v, 1.0 ms. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.